Event description:
It was reported by the patient that they had to go to the emergency room due to skin evulsion. The cause of this issue was due to the pod hitting the door frame. The patient was prescribed antibiotics (azithromycin 250 mg/bid) and mupirocin ointment. The patient was released same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported skin evulsion or the medical event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.